Event description:
It was reported that intrathecal baclofen therapy had a profound effect on the patient; and that the therapy had helped him both physically and mentally (improved self-esteem). The patient's system was replaced "a few weeks ago" due to the seroma in the pump pocket which had led to open incisions (please refer to MFR report # 3004209178-2012-01213 for this event). It was thought this would solve the problem, however, it worked for a short time and then the seroma re-developed at the new pump pocket site. An allergic reaction was suspected, and physician ordered an allergy test kit. The patient's family was questioning if the patient was not allergic to the titanium pump itself but possibly the catheter, then would it be possible to find an alternate material in regards to the catheter. It was indicated that physician revised the pocket on an unknown date after completing allergy skin testing via an allergen kit. On (B)(6) 2012, it was noted that physician was inquiring on how to interpret results in regards to an allergy test kit. The physician was noted as not having felt that the results showed an allergy, although a picture showed redness around some of the discs of which the physician indicated were the "silicone discs." The physician felt that a dacron pouch would make the situation worse. An explant of the entire device system was planned, due to the patient's issues / not being able to tolerate it. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: replaced pump model: 8637-20, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; catheter model: 8709sc, serial #: (B)(4), implanted: unk explanted: unk; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk; connector model: 8575, lot #: n310566, implanted: (B)(6) 2012, explanted: unk. (B)(4).